Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet pump¿s screen became unresponsive and the device was no longer usable, while the paired mobile app remained functional and blood glucose readings were maintained within the normal range; the event aligns with a screen/display malfunction involving the pump user interface component, and the user was instructed to shut down the device via the menu to prevent further alerts. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included the user¿s continued glycemic management via the mobile application and cgm without interruption and replacement logistics for the affected unit. Investigation included collection of user-reported performance details, verification of device shutdown guidance, and coordination for device return and data synchronization via the mobile app. Investigation of this device revealed a nonfunctional display consistent with a user interface hardware failure, with no evidence of dosing errors or alarm behavior. It was concluded, based on previously established findings for similar reports, that the cause was a hardware display failure unrelated to therapy delivery.